Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the ins would be replaced, the date was unknown. The rep reported that the system was at end of service (eos). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is unable to charge their battery. The patient stated she has had difficulty charging since being implanted. The patient stated she was in the hospital multiple times and didn't charge. They rep tried to recharge twice and it still would not communicate with the recharger. The issue was not resolved at the time of the report. The patient has a surgical intervention planned. No further complications were reported. No additional patient symptoms were reported.